Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy correctly. However, the nature and cause of how the clip would not deploy correctly is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.